Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the 'failed flow rate test low' which was confirmed during evaluation. The device was sent for flow testing with volume to be infused (vtbi) of 125ml (result 121.440ml which is percent error -5.4875%) and vtbi of 40ml (result 37.805ml which is percent error -2.848%). A value greater than 5% is out of specification. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test low. There was no known patient injury or medical intervention associated with this event. No additional information is available.